Manufacturer narrative:
This report and the information submitted under this report do not constitute an admission that the device or church & dwight co., inc. Or any of its employees caused or contributed to the event described herein or that the event as reported to church & dwight actually occurred.

Event description:
Product received and evaluated. The evaluation does not change initial reportability requirements.

Manufacturer narrative:
This report and the information submitted under this report do not constitute an admission that the device or church & dwight co., inc. Or any of its employees caused or contributed to the event described herein or that the event as reported to church & dwight actually occurred.

Event description:
The consumer stated that her son's spinbrush made a really weird and loud noise like it was malfunctioning. She then noticed that it had "busted" his front tooth. She further stated that about a third of his tooth is gone. She hasn't yet contacted any medical professionals about this, but plans on making an appointment with her son's dentist.